Event description:
(B)(6) was notified on (B)(6) 2011 of a device malfunction and device sequestered. On (B)(6) 2011 patient was having abdominal surgery and during surgery the device would intermittently activate when used. The device was changed out for another and the surgery completed. Patient was discharged same day in relatively same condition. Has not been back to hospital since discharge.